Event description:
Pt reports that both ms3 pumps that she received do not appear to be programmed. They are asking for a passcode ((B)(4)). Pt confirmed that she has 3 other working pumps on hand and will use one of those until we replace the 2 that do not show to be programmed. Unprogrammed pumps were not in use. Pt is unharmed. Dose or amount: 78nkm, frequency: continuously, route: sq. Reason for use: pah.